Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-jul-2018 with the following findings: during investigation, the battery compartment was cracked from the threads down to the case seal on the side. The returned battery cap was undamaged and able to fit. The pump powered up with auditory and vibratory alarms to a blank screen. The reported power complaint was unable to be adequately investigated. The pump cover was removed to find the display screen was had shattered. The test display screen was mounted but remained blank. An eeprom failure was concluded.